Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The patient got fever so infection was suspected but did not remove the catheter as they decided that it was difficult to approach. They flushed the catheter with saline solution to clear occlusion twice on (B)(6) 2020. The current status of the patient is unknown.